Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been discharged to an outpatient facility. The patient had an extracorporeal membrane oxygenation (ECMO), and was trached. The patient developed an intracranial bleed while at the outpatient facility and expired.

Manufacturer narrative:
The device will not be returning to the manufacturer for evaluation, as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.